Manufacturer narrative:
The following field(s) were updated due to additional information: b.5 describe event or problem: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes after centrifugation the gel doesn¿t properly separate the serum from blood cells and there was red cell hang up. The following information was provided by the initial reporter. The customer stated: "after centrifugation the gel doesn¿t properly separate the serum from blood cells. A fibrin-net has been appeared in serum." Annex a code: a020602. H.6. Investigation summary: bd received 1 photo for investigation. The photo was reviewed and red cell hang up was observed; fibrin was not observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and fibrin based on the trend identified and the photos provided. A corrective and preventive action was created to address the issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes after centrifugation there was missing additive and red cell hang up. The following information was provided by the initial reporter. The customer stated: "after centrifugation the gel doesn¿t properly separate the serum from blood cells. A fibrin-net has been appeared in serum."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes after centrifugation the gel doesn¿t properly separate the serum from blood cells. The following information was provided by the initial reporter. The customer stated: "after centrifugation the gel doesn¿t properly separate the serum from blood cells. A fibrin-net has been appeared in serum. Please see in attached photo."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.